Event description:
It was reported that the device was taken out of use years ago as the customer was having a difficult time connecting the hand piece to the motor drive unit. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.